Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Blood glucose was approximately 400 mg/dl. The supplies were changed to address the event and insulin delivery was resumed. Reportedly, the occlusion alarms occurred on the 3rd day of the supplies being in use.